Event description:
The plate was used for ulna. Two months after the surgery, the plate was found broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.